Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the substrate syringe, 3 way valve, waste trap supply pump (upper left) and diluent pump (upper right), and both bf probe tips. The fse checked the substrate flow to drain and checked all connections. The system operated as intended. The fse also adjusted the spec z height to diluent port because it was too low. The fse cleaned the incubator and the waffle plate then replaced the drive assembly for substrate. The fse cleaned and repaired the end of the sub dispenser. The fse also found that the sample nozzle assembly was going too far down and was very sluggish even after cleaning and lubricating it. The fse replaced it and performed all alignments. The syringe wash block was leaking so the fse replaced it to correct the issue. The fse took the incubator apart and cleaned it. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for that a cup was stuck in the incubator was the substrate dispenser.

Event description:
On (B)(6) 2017, a customer reported that a cup was stuck in the incubator on the aia-900 instrument. The customer removed the cup and the system operated as intended. The customer is unable to run patient samples on estradiol (e2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.